Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2014 to report that patient's father contacted her on behalf of the patient to report cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. At the time of the call to dexcom technical support, the patient care specialist did not report any medical intervention or injuries.